Event description:
A report was received per social media that the patient almost lost the ability to walk. It was also noted that the stimulation was causing muscle weakness on his legs and device was causing discomfort. The patient underwent an explant procedure.